Manufacturer narrative:
Mdrs for the first needle was submitted under MFR # 9616793-2017-00066.

Event description:
Prior to a cryoablation procedure, 2 icerod cx 90 needles and system tested fine with no issues to report. During the 1st freeze cycle the doctor noticed the shafts of both of the needles started to collect frost. The patient's skin was covered with saline to prevent any injury. The procedure was completed as expected with no injury to the patient.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and corrosive pits were observed on the distal end of both sleeves. Soldering flux residuals were also identified on the end of both vacuum sleeves. A bubble test of the vacuum sleeve was conducted and no leaks was identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used a warm compress to protect the patient's ski.